Event description:
The customer reported that there were duplicate sample ID's on a plate report after running an hiv p24 antigen assay using summit sample handler serial number 2361. No duplicates were present in the sample rack. No error message was given. Field service engineer wa dispatched. No death or serious injury was associated with this event.